Event description:
It was reported that a balloon burst occurred. A stenosed target lesion was located at coronary artery. A 10/4.00 flextome cutting balloon was selected for use. During the procedure, at 2nd inflation it was reported that a balloon burst occurred at 8 atm every 30 seconds. The device was removed and complete the procedure with another of the same device. There were no patient complications reported. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. A balloon longitudinal tear was identified beginning approximately 2mm distal to the distal edge of the distal markerband and extending approximately 8mm proximally across the balloon material. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the hypotube. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon burst occurred. A stenosed target lesion was located at coronary artery. A 10/4.00 flextome cutting balloon was selected for use. During the procedure, at 2nd inflation it was reported that a balloon burst occurred at 8 atm every 30 seconds. The device was removed and complete the procedure with another of the same device. There were no patient complications reported.